Event description:
The customer reported that when the optia machine was used for the first time for a stemcell collection (on (B)(6) 2014), they experienced malfunctioning reservoir sensors approximately one-third of the way into the procedure. That procedure was ended without rinseback. The donor was in good shape and they were able to continue and successfully complete the procedure on a different machine. The device was checked out and released for use on (B)(6) 2014. When the machine was used next on (B)(6) 2014, the customer again experienced poor collection efficiency and incorrect volume information. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing an sae report.

Manufacturer narrative:
Investigation: an optia lower camera stroke drive cca was received for evaluation. Visual inspection showed no anomalies. Performance and functional tests were performed. The reported problem could not be duplicated. The run data file (rdf) was analyzed the event. The rdf analysis confirmed a reservoir sensor fault alarm. The machine alarmed as designed. Potential causes of the alarm include foam in the reservoir, a defective level sensor, a defective top cap circuit card, a defective safety stack, a defective apc circuit card, a defective ethernet cable between control and apc, a defective firewire circuit card, a defective stc circuit card and a defective camera strobe circuit. The service technician replaced the low level sensor and the lower camera strobe circuit card. A review of the device maintenance record identified a failure of the low level sensor during checkout. The level sensor was replaced and the device was re-checked with no additional issues found. No other issue related to the reported condition were identified in the device history records. Root cause: a defective level sensor. Root cause of the aim system test failure is undetermined. Correction: a non-conformance was generated for the defective level sensor. Corrective action: a supplier corrective action was created, that documents the evaluation of ongoing level sensor issues.